Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging nasal/throat irritation or soreness, nasal infections. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 19 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, nasal infections. There was no report of serious or permanent patient harm or injury. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Brown dust-like contamination at the air inlet and the inside bottom of the blower box. Ui knob broken. Potential fluid spots on the bottom of the blower box indicate potential water ingress. Potential fluid spots on and inside the blower motor indicate potential water ingress. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.